Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact with no peeling. The contrast button was intermittently responsive; the rest of the buttons on the keypad were responsive. Contamination was found under the contrast, up and down arrow button contacts when the keypad was removed. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.